Event description:
A malfunction was reported with the pump, but there were no notable events before the issue. There was no adverse impact to the customer¿s blood glucose level. Technical support provided pump reset information and assisted the customer in resetting the pump successfully, ensuring the malfunction code did not recur. The customer was advised to continue using the pump and instructed to call back if the issue reoccurs.